Event description:
It was reported that the customer accidently put the pump into storage mode. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose value was "high" on cgm. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.